Manufacturer narrative:
Pump received with high sleep current measurement, problem isolated to pcb 1. Pump passed displacement test, active current measurement and self test. Pump received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer did received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now with a low battery warning. The device will be returned for analysis.